Event description:
The customer reported that the remote network station (rns or remote monitoring system) power cycling.

Manufacturer narrative:
The power cycling is a symptom of network connectivity issues. The customer was going to check the network closet and call back. We followed up with the customer and helped them reset the rns server and the issue was resolved.